Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, a transfemoral tavr procedure was performed with a 23 mm sapien 3 ultra resilia valve. During the procedure no damage was noticed to the tip of the 14f esheath+. After the tavr, since the dissection of the left femoral artery did not recover well, the hospitalization was prolonged. On postoperative day (pod) 15, a surgical repair was performed due to the dissection to the left femoral artery not recovering well, and a fragment of the tip of the esheath+ was found and removed. After the repair, the patient recovered without problems. An image of the post procedural device was provided and engineering imaging review of the image confirmed a portion of the esheath+ distal tip was separated from the esheath+ and the tip appeared to be torn radially and axially.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Images of the post procedure device were shared and it was observed that the distal tip of the esheath was torn radially and axially, and a portion of the distal tip of the esheath was separated. The device was returned for evaluation and visually examined. It was observed that the distal tip torn radially and axially, distal tip stretching and soft tip damage noted, and the axial and radial score lines were present. Due to the condition of the returned device, no applicable functional testing was able to be performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for distal tip tear and the esheath separating during use were confirmed based on the evaluation of the returned device and the provided device imagery. Per device evaluation, the distal tip piece was torn radially and axially. There were no reported or indicated procedural factors during device evaluation, it is possible that the challenging patient anatomy (e.g. Tortuosity) promoted thv catching onto the sheath distal tip via non-coaxial advancement trajectories, leading to a tip tear. Applying device manipulation (e.g. Push force) to overcome any physical interference between devices, could cause torn tip to separate. However, no information on the patient's access vessel was provided. Based on the provided information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.